Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: (B)(4); product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: (B)(4); product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing increased abdominal pain, as the patient described feeling a pinching pain in the abdomen while stimulation was turned on. The pinching abdominal pain was suspected to have been caused by the abdominal spinal cord stimulation (scs) leads. She also expressed the positioning of the two implantable pulse generator (ipg)s were placed in an inconvenient location as they bothered her while sleeping and getting in and out of her car. The patient underwent an explant procedure where two ipg's and two abdominal leads were removed. The explanted devices were retained by the facility and were not returned to boston scientific.